Event description:
The customer reported that during a laparoscopic sigmoid colectomy, the insulation covering the jaw wires of the device peeled off. Nothing fell into the patient cavity. A new device was opened and used to finish the case without any further issues. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of initial report : 01/16/2015. Date of follow-up report : 02/24/2015. One used device was received for evaluation. Visual inspection found damaged and peeling gray insulation on the jaw wires. None of the insulation was missing. Covidien confirmed the customer's report. There is nothing known in the manufacturing process that would have caused this type of damage. This type of damage is consistent with that seen when the jaw wires have contacted a sharp edge of a trocar during insertion or removal of the device or another instrument. Thus, the investigation identified the root cause of the reported event to be user error. A review of manufacturing nonconformances was conducted, and no entries pertinent to the reported condition were noted.